Event description:
Info received indicates the head up function does not work manually or under power.

Manufacturer narrative:
The technician isolated the issue to a faulty valve guide tube. He replaced head up valve guide tube to repair the bed.